Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the healthcare provider has indicated that there was no malfunction of the device. Although the root cause of this event cannot be conclusively determined without the sample device, it appears that this event was likely due to patient and procedural related factors. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was implanted, then explanted due to obstruction of the coronaries. Per the op report, this patient had a relatively small aortic root, and it appeared that the initial prosthesis (subject device) had some obstruction of the left main coronary artery orifice and possibly some distortion there of additionally. Therefore, it was decided to explant the valve and implant new prosthesis. The healthcare provider also noted that there was malfunction of the explanted valve.